Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 260 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy and declined follow-up to determine if one was later obtained.

Manufacturer narrative:
B5: replace b5 statement in initial report d10 h4: correction to h4 date on initial report h10: replace statement on initial report with: no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 260 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.